Event description:
It was reported that a pump declared a cartridge change error. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller had encountered the issue before contacting support and was able to successfully reload the original cartridge onto the pump and resume insulin.